Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to verify the reported problem. The device was recalibrated and passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not hold pressure. The distributor attempted to calibrate the pressure sensor, and the device failed calibration. The event occurred during testing, and there was no patient involvement.